Manufacturer narrative:
Date of this submission is (B)(6), 2011. This closes out this report unless significant info is received.

Event description:
Consumer reports that she purchased a box of 40 tampons, and of the 40 only 15 wee able to be used due to issues with the strings.